Event description:
Customer reported a button error alarm. The customer's blood glucose was 290 mg/dl. The customer could not recall any significant events, leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No button error alarms noted. However, slightly moisture damage found at keypad traces. The device was received with cracked case at display window corners, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.